Manufacturer narrative:
(B)(4). As the exact product code is unknown, both FDA recall numbers will be identified: z-1225-2019 and z-1226-2019. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the surgeon has two (2) cases related to loss of height for the concorde lift implant. The procedure and patient consequence were unknown. This complaint involves one (1) device.